Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the vessel sealer extend instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the vessel sealer movement was inverted up and down and left and right. The vessel sealer movements reversed vertically and horizontally. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and the main tube on instrument was found to be dislodged thus, causing the vse to failed the intuitive motion. The main tube metal tabs were found to be dislodged from the slots at the distal end. The instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument exhibited imprecise motion in the wrist direction during gripping and un-gripping. The grip tips moved within the joint limits and in the commanded direction, however a lag or delay in the motion was observed. The complaint was confirmed by failure analysis. The probable root cause of a dislodged main tube is attributed to damage during use. When the roll gear tabs that mate with the main tube and provide a hard stop are damaged, the main tube can rotate independently of the roll gear. This rotation can cause a miscalibration between the mtm and main tube. The probable root cause of the instrument imprecise motion is attributed to the primary finding of dislodged main tube. This issue can be resolved by using an alternate instrument to complete the procedure. Correction to section d : primary product batch/lot number was updated to k14250117 0063.